Event description:
It was reported that balloon rupture occurred. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 14 seconds, the balloon ruptured. The procedure was completed and no patient complications nor injuries were reported.